Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 double roller pump was not functioning correctly. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin (B)(4) for evaluation. Inspection found damage to the touchscreen that could result in a malfunction. The damage is consistent with rough handling. The touchscreen was replaced and the replaced touchscreen was scrapped. No further action is deemed necessary.